Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID 261221) drill disassembled when pulling the device from cranium after making a burr hole. Total number of burr hole made by the product is unknown. No patient injury reported and no information if the event led to surgical delay. The drill used with the perforator is midas mr8. According to information provided, it is unknown if any part fell into the surgical site, however, all broken parts were recovered. It is unknown if the drill is electric or pneumatic, it is also unknown if the perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221). Was returned for evaluation. Device history record (DHR) - the batch records were reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.